Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the hip was revised as patient presented pain and x-ray showed the liner looked to be broken/worn. The head was removed showing wear on it and the liner was loose and retrieved. There looked to be 4 of the ard pegs sheered off and the poly showed wear. A ts revision head was then used and a new liner was put in place as the cup locking mechanism appeared to look fine. The product was not returned to depuy synthes, however photos were provided for review. See attachment [img_0770.jpeg]. The photo investigation does not found signs of wear at the delta cer head 12/14 32mm +1, however the outer surface of the device presents signs of what appears to be metal transfer, most likely caused by the head being in contact with the acetabular cup after the disassociation event occurred. The observed condition does not represent a device nonconformance. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +1 would not contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code 136532310, work order (B)(4) was manufactured on 04-november-2018. 20 parts were manufactured per specification and all raw materials met specification. Device history review: product code 136532310, work order (B)(4) was manufactured on 04-november-2018. 20 parts were manufactured per specification and all raw materials met specification.

Event description:
Additional information was received and stated that the liner failed; it showed wear around the ard's as 4 of the pegs appeared to be sheared off. The pinnacle cup didn't show any signs of damage, so it was kept and a new poly liner was used. No surgical delay was reported. The affected site was the left side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The hip was revised as patient presented pain and x-ray showed the liner looked to be broken/worn. The head was removed showing wear on it and the liner was loose and retrieved. There looked to be 4 of the ard pegs sheered off and the poly showed wear. A ts revision head was then used and a new liner was put in place as the cup locking mechanism appeared to look fine.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the hip was revised as patient presented pain and x-ray showed the liner looked to be broken/worn. The head was removed showing wear on it and the liner was loose and retrieved. There looked to be 4 of the ard pegs sheered off and the poly showed wear. A ts revision head was then used and a new liner was put in place as the cup locking mechanism appeared to look fine. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device does not found signs of wear at the delta cer head 12/14 32mm +1, however the outer surface of the device presents signs of what appears to be metal transfer, most likely caused by the head being in contact with the acetabular cup after the disassociation event occurred. The observed condition does not represent a device nonconformance. Product code 136532310, work order (B)(4) was manufactured on 04-november-2018. 20 parts were manufactured per specification and all raw materials met specification. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection for the liner was unable to be performed due to post manufacturing damage. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +1 would not contribute to the complained device issue. Based on the investigation findings and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: product code 136532310, work order (B)(4) was manufactured on 04-november-2018. 20 parts were manufactured per specification and all raw materials met specification. H11 additional narrative: corrected: h3.